Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial lead which caused false mode switch episodes. Patient was asymptomatic. The lead will be monitored closely. Patient is doing well without further consequences.